Event description:
It was reported by service report that the power cord plug had a broken power prong, but the unit was still fully functional. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: power cord plug had a broken power prong.